Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 03:08 pm CT. The report number is being corrected from: 2134265-2018-63949 to: 2134265-2018-63307.

Event description:
It was reported that the tip of the wire broke off and was recovered with a balloon. A v-14 control wire was selected for a lower limb recanalization procedure for a long totally occluded lesion below the knee within 3 vessels. During the procedure, the v-14 control wire crossed over the lesion and the wire did a u-turn on the tip. The physician could not pull the wire back and the tip broke off. All pieces of the wire were removed with a non-bsc balloon catheter. There were no patient injuries reported and the patient had a good outcome. Analysis of returned product revealed that the v-14 wire came stuck inside a non boston scientific device (balloon). The device tip was broken and displayed bends along the body of the device. 165 cm of the wire was protruding outside the balloon catheter.

Event description:
It was reported that the tip of the wire broke off and was recovered with a balloon. A v-14 control wire was selected for a lower limb recanalization procedure for a long totally occluded lesion below the knee within 3 vessels. During the procedure, the v-14 control wire crossed over the lesion and the wire did a u-turn on the tip. The physician could not pull the wire back and the tip broke off. All pieces of the wire were removed with a non-bsc balloon catheter. There were no patient injuries reported and the patient had a good outcome.